Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during bolus delivery. Customer attempted to load another cartridge and the alarm occurred again. Customer's blood glucose level was 175 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.